Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number. Visual inspection: one g2x femoral delivery system and introducer catheter was returned for evaluation. The delivery device was returned attached to the introducer sheath and a 1mm gap was found between the storage tube connector and the sheath hub. The gap was due to a non tightened connection. It is unknown when the connection loosened. The tuohy-borst was tight. The filter hook was protruding slightly from the distal tip. No other anomalies were identified. Functional/performance evaluation: the connection between the storage tube and sheath was tightened. The filter was deployed without issue. All 6 arms and legs were present and intact. No anomalies with the filter was noted. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation for failure to advance is confirmed as the filter was found stuck inside the distal portion of the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event. Labeling review: the current g2 x filter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the distal portion of the deployment catheter and could not be advanced. No attempt was made to deploy the filter. The filter system was removed; a new femoral vein access was gained. There was no reported patient injury.